Manufacturer narrative:
The actual device was not investigated because this failure is a known issue. A CAPA was initiated for tip breakage for this batch and investigation showed that the failures for this lot may be related to the supplier's manufacturing process. A scar has been issued to the supplier to further investigate the issue.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a pair of palodent plus forceps broke at the tip; no injury resulted.